Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. No unexpected insulin flow blocked alarm, no delivery alarm noted during testing. No unexpected pump error alarms noted during testing. However, pump error 53 found in the pump history due to software error.

Event description:
Information received by medtronic indicated that the insulin pump had pump multiple pump error. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind.insulin pump had multiple replace battery and battery failed alarm today. Customer mentioned about the intermittent pump errors for the past 2 to 3 weeks and said the battery drains too fast. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.